Event description:
A malfunction alarm identified as "malf 12" was reported. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, successfully reset the pump and was instructed to call back if the issue recurred, which it did not. The customer was able to continue using the pump without further problems.